Manufacturer narrative:
Product ID: 3093-28, lot# v794135, implanted: (B)(6) 2012, product type: lead.

Event description:
The consumer reported that the patient had the battery changed the day before due to regular battery longevity. The patient was a 1.0 and still having leakage and it was increased to 1.9 and the patient felt stabbing in the vagina and was still leaking overnight. It was noted that only the battery was changed not the leads and three out of four electrodes were usable so the lead was left. The consumer mentioned that before the battery change the patient was using program three and was at 2.8. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.